Manufacturer narrative:
Information references the main component of the system.

Event description:
A patient reported uncomfortable stimulation. They stated that the therapy never really worked for them, so they turned stimulation off. They saw a urologist the day prior to the report and had stimulation turned back on. By the time they got home, they were having pain on the side of the vagina and that night urinated through their diaper twice. They wanted help turning stimulation off and wanted the device removed. It was noted that turning stimulation off stopped the sensations. It was suggested that the patient follow up with their healthcare provider (hcp). The patient also noted that they had severe back pain and would be getting a pain stimulator implanted. They stated the trial went well. The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they turned off the device because they were going to have it removed in the near future.

Event description:
Additional information was received from the patient that reported that the bladder implant was not working and it had been years.

Event description:
Additional information received from the patient on 13-dec-2016 reported that her bladder implantable neurostimulator (ins) never worked for her and had never helped her. The patient was peeing beyond control and going through cases of diapers. The patient was fed up with it. The patient noted that she had stopped using it years ago because she did not understand how to use the equipment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported her interstim device had to come out. The patient further stated it had been in for years and it didn¿t work. The patient also noted that she did see a healthcare professional (hcp) and they put the bladder stimulator back on and further state it hurt like crazy and they could not use it. The patient confirmed she turned the device off. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.